Event description:
Complainant alleged that while treating a patient (age & gender unknown), the device failed to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complaint indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.